Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: 832273

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. Identification of issue has been done by analyzing problem description. The issue was reportable due to the fact that it may lead to stop of ventilation. The issue was resolved by the customer by replacing compressor tubing kit. The device was returned to usage in working condition. The root cause of the issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).